Manufacturer narrative:
Concomitant medical products: 6944 lead, implanted: (B)(6) 2010, 4196 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission revealed the right atrial lead was possibly oversensing far-field r waves. It also showed an episode of ventricular fibrillation (vf) where one shock was delivered, which terminated the episode as well as the atrial arrhythmia, so it was speculated the device may have delivered therapy due to atrial fibrillation with rapid ventricular conduction. Follow-up with the physician's office was attempted but no information could be obtained. The lead and device remain in use. No further patient complications have been reported as a result of this event.